Event description:
It was reported that during organ harvesting on a deceased pt an icy catheter ruptured as it was being withdrawn. The distal portion remained in the vein (inferior vena cava). No additional information was provided.

Manufacturer narrative:
The device will not be returned to the MFR; therefore, no investigation will be performed. If additional information is provided a supplemental report will be submitted.